Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 5 not detected on bus. The field service engineer (fse) had reseated the pyxis bus, ribbon cable, and retractor band connections. After rebooting the system, the drawer auto recovered successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie failed to open. User tried to recover but drawer would not open, maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.